Event description:
A distributor in china on behalf of a healthcare facility reported that tubing of an opt318 optiflow junior nasal cannula was broken during patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of investigation.

Manufacturer narrative:
(B)(4). The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint opt318 optiflow junior nasal cannula was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation where it was visually inspected by a trained f&p technician. Result: visual inspection of the returned device revealed that the tubing was broken next to the swivel grip tube joint. Conclusion: we are unable to determine the cause of the reported event. However, the most likely cause would be the tubing being pulled. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The subject opt318 optiflow junior nasal cannula would have met the required specification at the time of production. The user instructions which accompany the opt318 optiflow junior nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. - appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. - do not stretch or crush tube.

Event description:
A distributor in china on behalf of a healthcare facility reported that tubing of an opt318 optiflow junior nasal cannula was broken during patient use. There was no patient consequence.